Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Went to place the sawblade into the straight saw attachment and it would not lock into place and hold. It seemed to be tightened into place, passed the sawblade checkpoint but as soon as the surgeon pulled the trigger, the vibration caused by the power would loosen the knob and the blade would fall out. I checked it after the case and it seems that something may be stripped. It will tighten down, but then you can spin it passed what should be the end point and it loosens again! Case type: tka. Surgical delay: =15 minutes.

Manufacturer narrative:
Reported event: it was reported that went to place the sawblade into the straight saw attachment and it would not lock into place and hold. It seemed to be tightened into place, passed the sawblade checkpoint but as soon as the surgeon pulled the trigger, the vibration caused by the power would loosen the knob and the blade would fall out. I checked it after the case and it seems that something may be stripped. It will tighten down, but then you can spin it passed what should be the end point and it loosens again! Product evaluation and results: material, visual, functional and dimensional analysis was not performed since the device was not available for evaluation. Product history review: review of the device history records indicate (B)(4) were manufactured and 49 device accepted into final stock on 29-june-2017. The 01 non-conformance were taken care by qt17-06-0092 and were not related to the failure alleged in this complaint. Complaint history review: a review of complaints in catsweb and trackwise related to p/n: 212186, lot number: 35020517 shows 6 additional complaints related to the failure in this investigation. Complaint # (B)(4). Conclusion: neither the event was confirmed nor the root cause could be determined. If additional information becomes available or devices are available for evaluation to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Went to place the sawblade into the straight saw attachment and it would not lock into place and hold. It seemed to be tightened into place, passed the sawblade checkpoint but as soon as the surgeon pulled the trigger, the vibration caused by the power would loosen the knob and the blade would fall out. I checked it after the case and it seems that something may be stripped. It will tighten down, but then you can spin it passed what should be the end point and it loosens again! Case type: tka . Surgical delay: 15 minutes.